Event description:
It was reported that intraoperative impedance measurements showed very high and very low parameters. It was further reported that a kinetra with low battery-status was explanted after which a new kinetra was implanted. The pt's outcome was reported as ok.

Manufacturer narrative:
(B)(4)